Manufacturer narrative:
(B)(4)

Event description:
It was reported that coil break occurred. The target lesion was located in the ovarian vein. A 10mmx50cm interlock¿ was selected for use. During the procedure, the coil was deployed to the lesion successfully out of the non bsc microcatheter. However, when the microcatheter was removed, a piece of the coil got attached to the microcatheter and stripped the coil with it. A snare was used to remove the coil. Then, the vessel could not be accessed so the procedure was completed. No further patient complications reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A coil and a section of an unknown catheter were returned for this complaint within a sample vial. The coil was returned severely stretched and kinked along its body. As per x-ray analysis no remaining parts of the coil were returned within the returned section of the unknown catheter. The pusher wire was not returned. The zap tip has a smooth surface. The interlocking arm was found detached and missing from the rest of the coil. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter microcatheter with one or two radiopaque tip markers. The interlocking delivery wire design allows the coil to be advanced and retracted before final placement in the vessel, thus aiding in more controlled delivery including the ability to withdraw the coil prior to deployment." (B)(4).

Event description:
It was reported that coil break occurred. The target lesion was located in the ovarian vein. A 10mmx50cm interlock¿ was selected for use. During the procedure, the coil was deployed to the lesion successfully out of the non bsc microcatheter. However, when the microcatheter was removed, a piece of the coil got attached to the microcatheter and stripped the coil with it. A snare was used to remove the coil. Then, the vessel could not be accessed so the procedure was completed. No further patient complications reported and patient's status was fine.